Event description:
The customer reported to baxter (B)(4) regarding a 500ml transfer set that contained primene 2% with dextrose 10% and electrolytes 250 ml. The customer reported that the delivery driver returned a box that had been shipped to the hospital. The driver returned the box because the bottom was wet. The box contained 5 units, one of which was leaking. The remaining 4 units were shipped to the customer. The sample was received sealed in its overpouch in a sealed shipping box. There was liquid in the overpouch and shipping box. Upon removal of the sample from the overpouch, there was minimal liquid remaining in the sample. The site of the leak could not be determined, as the product was virtually empty. Review of the worksheet has no indication of any leak observed during processing and packaging. The process step was during delivery, prior to use, therefore there was no patient involvement and no patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: an actual sample was received for evaluation. A visual inspection was performed and the condition was confirmed. A batch review could not be performed as the lot number is unknown. However, an assignable cause could not be determined.

Manufacturer narrative:
(B)(4). The sample is reported to be available but has not been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.